Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider; the customer's report was observed and the pace/defib engine board was replaced. The pace/defib engine board was returned to zoll medical united states; the customer?s report was duplicated and attributed to an integrated circuit on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.